Manufacturer narrative:
Complaint investigation underway - this will be filed in a follow up report.

Event description:
Hello, please see below for information relating to a complaint event involving a guide wire distributed by (B)(4). Please provide the integer complaint number when available and let us know if additional information is needed. Date of event: (B)(6) 2018. (B)(4). Event description: the guide wire was being utilized as the frontline cfa antegrade access wire in vessel which was occluded and tortuous. The wire was unable to cross the lesion and appeared damaged when removed from the patient. The procedure was completed with no consequences to the patient. Product model: 7-10049-08/06g-300-018, product lot: 10953509, device returning: no - discarded. (B)(6). Patient gender: unknown, patient age/dob: unknown , patient weight: unknown. Additional event information: image and additional information attached. Thank you. (B)(4).

Event description:
Hello, please see below for information relating to a complaint event involving a guide wire distributed by csi. Please provide the integer complaint number when available and let us know if additional information is needed. Date of event: (B)(6) 2018 csi complaint number: (B)(4). Csi RMA number: (B)(4). Event description: the guide wire was being utilized as the frontline cfa antegrade access wire in vessel which was occluded and tortuous. The wire was unable to cross the lesion and appeared damaged when removed from the patient. The procedure was completed with no consequences to the patient. Product model: 7-10049-08/06g-300-018. Product lot: 10953509. Device returning: no - discarded. Facility: (B)(6). Physician: dr. (B)(6). Patient gender: unknown. Patient age/dob: unknown. Patient weight: unknown. Additional event information: image and additional information attached. Thank you, (B)(6).

Manufacturer narrative:
The product was not returned for investigation so this complaint remains non-verifiable. The incident report and complaint dialog contain information that the zilient guidewire was unable to cross the chronic totally occluded (cto) and severely calcified lesion in the common femoral artery (cfa) during the procedure. The physician experienced resistance when the guidewire was advancing and retracting during the procedure. The physician used the diamondback atherectomy device to complete the procedure. There were no adverse patient effects and no significant clinical delay as a result of the incident. The current status of the patient condition is good. The device was not returned for investigation and the fluoroscopy images were not available for review so lake region medical cannot fully investigate the issue. However, it was confirmed that there was no kinks or other damage observed on the guidewire before the guidewire was used in the patient anatomy. Upon removal, the guidewire was found to be damaged. The customer provided the image of the guidewire. As it was shown on the photo, the guidewire polymer jacket was damaged. It was not possible to determine whether the polymer jacket was removed from the guidewire or/and bunched but some distal portion of the guidewire was observed to be bare. The guidewire distal portion was also found to be severely deformed - kinked and bent. This might be the result of using the guidewire to cross a tough cto lesion as reported. It was confirmed that the other guidewires used during the procedure were not able to cross the lesion either. The "unable to cross lesion" failure mode is an acknowledged and well documented risk of using the guidewire. As per design fmea, one of the causes of this failure mode might be difficulty and potential impossibility to cross vessel lesion regardless of the guidewire design. It was reported that the physician did not realize the difficulty of crossing this lesion anatomy - it was a tough cto and severely calcified lesion. There is no evidence to suggest that the design of the guidewire or any manufacturing related concerns has contributed to the incident. The device lot history records has shown that there were no anomalies or non-conformances raised that could have contributed to this failure mode. The review of the design fmea was carried out and this has indicated that the risk was included and that current controls are considered sufficient. No further risk mitigation activities are deemed to be necessary at this time. It cannot be concluded what was the root cause of the failure. However, based on the information provided above, it is suspected that the issue was due to the patient's anatomy. The chronic total occlusion is a difficult challenge for the guidewire. Attachment: [(B)(4) complaintinvestigationform.pdf].